Manufacturer narrative:
The surgical issue questionnaire was completed by quality with limited information.  Potential causes of the reported issue are off-label use, incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerve outside the target nerve, interference from a non-stimwave device, patient contraindicating conditions, and migration. Migration was confirmed, contributing to the reported issue. The stimulator is used to treat pain. The cause of the reported issue is migration. However, the cause of the migration is unknown. Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported lack of pain relief and spasms when wearing the device. Attempts to reprogram the device were made. The device migrated, an explant procedure was performed and a new device was implanted. However, the date is unknown. The patient has significant pain relief. No additional information provided.